Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy, seroma

Event description:
Patient representative reported "rupture," "less than two months after the implanting procedure, found out about the recall and the relationship between the protheses and a type of cancer. " "patient started to feel pain and discomfort on the breasts, which was later identified as symptoms of intracapsular rupture of the prostheses" "some prominent lymph nodes in the axillary extensions without suspicious lymph node enlargement, suggestive of a relational etiology." "Left breast prothesis with ondulations and radial folding, "anechoic content and incomplete internal septum" which is not device related. This is for the left side device. The device has been explanted.